Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump did not initialize when batteries were changed. Customer reports to previously having this issue and was sent a battery cap which solved the issue, but he is now having the same problems. Customer reports to have received a blank display. Customer's blood glucose was 104 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer was advised to monitor pump and new battery cap would be sent. Customer received battery cap and received a weak battery alarm. Customer was instructed on clearing alarm and advised to monitor insulin pump. No further information provided.